Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the manual stapling handle was being used to seal the pharyngeal pouch. The stapler did not engage effectively and caused a tear in the soft tissue. The surgeon opted to hand sew the pharyngeal pouch instead of using the stapler. The type of injury was minor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.